Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Product received and awaiting evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: service history review: lot 4934245: no service history review can be performed as this is a lot controlled item. The service history evaluation is unconfirmed. A service and repair evaluation was completed: the customer reported the item was falling apart during procedures. The item is worn out and not repairable. The cause of the issue is unknown. This evaluation is confirmed. A product development evaluation was completed: the returned depth gauge (lot # 4934245) was manufactured on february, 2005 and is 9 years old. The depth gauge was received assembled. The needle is not damaged and the tip is not broken off. There is discoloration on the handle due to wear and age of the device. The slide mechanism on the depth gauge was tested and there is no resistance between the body and the slider. The outer body of the depth gauge falls off when the device is held vertically. There is corrosion around the miniature ball bearing on the slider. The bearing ball is stuck in the downward position inside the slider. This is due to the age and wear of the instrument. There are multiple nicks and scratches on the device consistent with normal use. A review of the design drawing indicates that the returned part was manufactured to a drawing that has since had one design change to the drawing that did not affect the intended use of the device. The design is adequate for its intended use and did not contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there is no resistance between the inner needle measuring stick and the outer tube, because the outer tube falls off just by holding the device vertically. It was also reported that the issue caused a delay in the surgical procedure time that caused the surgeon/scrub technician to reassemble the device. This is not for a warranty replacement only. This event did not contribute to a death or injury, whether the device was misused or not. The device did malfunction during surgery while being used on patient. The reported instance was not an anticipated service or warranty replacement issue. This report is 1 of 1 for (B)(4).